Event description:
It was reported in the news media that: (B)(6) was placed in a "rifton chair." She was strapped in the chair and then left unattended for an extended period of time. (B)(6) was found by classroom personnel. She was unconscious and slumped over. (B)(6) died later that day after being transported to the hospital. A jury found that her death was attributable to negligence by classroom personnel.

Manufacturer narrative:
The pt's death appears to have been caused by staff negligence, with the pt's preexisting cardiac condition possibly contributing. The fact that the pt died while using a rifton chair appears to be wholly coincidental; no suggestion has been made that the design or manufacture of the chair was a contributing factor to the pt's death.